Event description:
A physician reported a pt who rec'd her third implantation on 10-16 1997 into the oral commissure. Standard post operative keflex was prescirbed. On 11-6 1997 the physician removed the third right oral commissure implant due to infection in the upper incision area (no cultures were done). He prescribed keflex from 11-6 1997 to 11-13 1997.